Event description:
Complainant alleged that during biomed testing, the device powered up in "defib mode" when powered on in "monitor mode." Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.